Event description:
The event is reported as: the stapler blocked at first and second staple during a procedure. No pt injury reported.

Manufacturer narrative:
CAPA (B) (4) was opened to address the jamming issue related to customer complaint. This CAPA was closed may 2009.